Event description:
An rv02 lead was explanted because the physician observed a fracture/nick in the lead during surgical replacement of a cpi ICD that had malfunctioned. It is possible this resulted in three inappropriate shocks.